Event description:
The device was returned for an error message that said the pump needs servicing. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The pump was opened to inspect for internal damage and found the o-ring is pinched between the front housing and the handle and the o-ring will need replaced during repair. No other damages were found.

Event description:
The following has been reported: nurse reported: one of the pumps is giving an error message. The pump says that it needs servicing. Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.